Event description:
A malfunction was reported with a pump, displaying a specific malfunction code. There was no adverse impact to the customer's blood glucose level. The customer received instructions from technical support to reset the pump, and after assistance, the malfunction did not recur. The customer was advised to continue using the pump and to call back if the malfunction code appeared again. No further issues were reported.